Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The aneurysm was currently 5.4 mm in diameter. It was reported that a follow-up CT revealed a type ib endoleak in the distal talent device. The physician stated that the cause of the endoleak was due to disease progression. A valiant stent graft was implanted and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.